Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "chest jumping when he leans or lays down". The patient inquired if that could mean a lead is touching a nerve or something? No further patient complications were reported as a result of this event